Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation spiked into an empty 50 ml solution bag and with a patient label indicating that it had been admixed with 40mg of nexium. Visual inspection noted that the solution in the set's tubing had a brownish color. No purple discoloration of the set was identified, though some sections of the tubing had pale, yellow discoloration. Spectral analysis of the solution was performed and identified acetaminophen as a major component in the solution, with a higher concentration of it at the luer lock end of the set. No intact nexium or obvious degradation products were detected. The reported condition of a potential adverse product interaction was unable to be verified as only acetaminophen was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was involved in a potential adverse product interaction event. According to the report, "the distal end turns purple (the luer clamp)". This occurred during or after infusion of a non-baxter drug. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.